Event description:
It was reported that this pacemaker exhibited intermittent t-wave oversensing and undersensing due to low amplitudes on the right ventricular (rv) channel. The pacemaker was explanted and replaced. No additional adverse patient effects were reported.